Event description:
It was reported that, "the IV controller was set at a very minimal drip rate and had been timed with a watch. When checked again, it had delivered approximately 250 cc. In 5.5 hrs". There was no patient injury reported.